Event description:
It was reported that pump experienced malfunction identified as malf 16, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup pump for insulin delivery, and technical support arranged replacement pump under warranty, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings into replacement pump; customer understood and acknowledged all instructions.